Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The subject device and the olympus video system center otv-s300 which was used in combination with the subject device during the procedure were returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the subject device confirmed following: - the subject device was used in combination with the otv-s300, but the reported phenomenon could not be duplicated. - it was found that a part of the wiring on the circuit board inside the video connector of the subject device was broken. The exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the wiring on the circuit board inside the video connector was broken due to the following causes. - stress during assembly - stress on the cable due to handling - aging degradation.

Manufacturer narrative:
The device has not returned to omsc for evaluation. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure with the device and otv-s300, about 43 minutes after the procedure started, an endoscopic image disappeared and a scope communication error e216 appeared on the monitor. The user restarted the otv-s300 3 times, but the endoscopic image did not come to normal. The user replaced the device with ltf-s300-10-3d to complete the procedure. The same phenomenon occurred on the substitute monitor and recorded endoscopic image of the imh-20 other than the main monitor. There was no report of patient injury associated with the event. It was reported that the user cleaned the electrical contacts of the device as omsc advised but the phenomenon reoccurred. No further information was provided.